Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific crm received information that this device was explanted due to a battery status indicator of end-of-life (eol). The monitoring voltage was 2.67 volts and was associated with a charge time of 30 seconds.

Event description:
--

Manufacturer narrative:
To date, the device has not been returned to boston scientific post market quality assurance laboratory.

Manufacturer narrative:
Pacing, sensing, and shocking functions were verified per bench top testing. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.